Manufacturer narrative:
Additional manufacturing narrative: other, other text: the returned sensor was evaluated. During evaluation the sensor passed all visual and functional testing. The sensor was determined to be functioning as designed., corrected data: concomitant therapy date was updated from "03/08/2018" to "02/08/2019."

Event description:
The customer reported the sensor displays a check sensor message and co is reading high. No patient impact or consequences were reported.

Manufacturer narrative:
Attempts have been made to obtain the product. The product has not been returned to masimo to allow an analysis to be performed. If the product is returned for evaluation or new information is obtained, a follow up report will be submitted. Device not returned.

Event description:
The customer reported the sensor displays a check sensor message and co is reading high. No patient impact or consequences were reported.

Manufacturer narrative:
The returned sensor was evaluated. During evaluation the sensor passed all visual and functional testing. The sensor was determined to be functioning as designed. Corrected data: model number - from 2696 to 25121.

Event description:
The customer reported the sensor displays a check sensor message and co is reading high. No patient impact or consequences were reported.